Event description:
During a procedure, the luer hub of the nylex 4f pigtail (526410) leaked contrast media. The leakage occurred at the luer hub connection to the catheter/body shaft (blue sheath). An automatic leading syringe (angiomat) was used. The injection pressure was set at 900 ps. The debit of the injection was 15 to 35ml/scde. The procedure was completed with a similar device. There were no reported patient complications.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within thirty days of receipt.